Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of laser fiber wire was found broken into three pieces was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the single use fiber to the service center for a separate issue. During device evaluation, the service repair technician team indicated that the laser fiber wire was found broken into three pieces. There was no patient involvement.